Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
During a rituximab infusion the patient moved from the chair to the bed and inadvertently caught the IV line in the process, which caused the lvp (large volume pump) to disconnect from the pcu. The report suggests that when the lvp fell to the floor it damaged the administration set and caused a leak. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the lvp module disconnected from the pcu and was damaged was confirmed. Visual inspection of the pcu identified impact / distortion to the front case bottom left hand corner which prevents a module from correctly latching/locking in position. A visual inspection of the pcu and returned pump module did not identify any fluid ingress, internal damage or deficiencies. A performance verification procedure has been completed on the pcu and returned pump module and all results were within specification. The pcu and returned pump module were subjected to a continuous infusion for >100 hours which was completed failure free. This investigation has identified that pump module [b] had become disconnected from the pcu and resulted in the termination of an infusion, however the details provided in the reported feedback (date / time / drug name) do not correspond to the infusion with the channel disconnect alarm identified in the event log on (B)(6) 2016. Confirmation of the precise date / time of the incident and further information were requested however no further information was provided. The root cause of this issue has been attributed to the module not being correctly latched / locked in position.